Event description:
When hooked up chest tube to suction for procedure, blue water seal liquid was found in collection canister portion of pleuravac. Canisters were exchanged. Unable to obtain lot number and do not having original packaging from malfunctioning canister.